Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: runthrough; whisper ms 190 cm; stent: 2.25x28 rx xience alpine. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effect of dissection, as listed in the nc trek rx, global instructions for use (IFU) is a known patient effect. The reported failure to advance appears to be related to the circumstances of the procedure; however a conclusive cause for the reported patient effect cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the patient presented with a heavily calcified, diffusely diseased lesion from the distal right coronary artery (rca) to the mid posterior descending (pd) coronary artery. A non-abbott guide wire was advanced through the rca and down to the posterior lateral (pl) coronary artery as a support wire. A whisper ms 190 cm guide wire was then advanced into the pd lesion without difficulty. Pre-dilatation was then successfully performed from the rca to the pd lesions using a 2.0mm x 15mm rx trek balloon dilatation catheter (bdc) inflated to 12 atmospheres with good result. A 2.25mm x 28mm rx xience alpine stent delivery system (sds) was then advanced without resistance through the rca to the pd lesion and the stent was successfully deployed. A 2.5x12mm nc trek rx bdc was advanced toward the stent for routine post-dilatation, but this nc trek rx was unable to cross through the rca due to heavy lesion calcification. No force was applied. The bdc was withdrawn without difficulty. A dissection in the distal rca was then noted on angiogram. The physician does not know the exact cause of the rca dissection since there were reportedly no device issues with any of the devices, and the alpine stent was deployed in a different vessel and does not touch the area of the dissection. The physician decided that routine post-dilatation of the xience alpine was not needed. Angioplasty was performed with a 2.5mm trek rx balloon followed by successful deployment of a 3.5mm x 33mm rx xience alpine stent in the rca which treated both the rca lesion and dissection. There was no adverse patient sequelae and while a delay occurred, it was not clinically significant and did not result in a health impact. No additional information was provided.